Event description:
It was reported patient underwent an acl repair procedure on (B)(6) 2013. During the procedure, the tip of the femoral aimer fractured in the patient. The fractured tip remains in the patient. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Manufacture date ¿ unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation found the component to be within appropriate design specifications and the failure mode was likely due to bending overload.